Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive button due to corroded keypad traces. The device also had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while trying to deliver a bolus. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 150 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.